Manufacturer narrative:
The lead was returned with no reported event. A malfunction based on analysis was found. As received, a complete lead was returned in two pieces. Visual inspection of the lead noted multiple external insulation abrasions breaching the outer insulation and exposing the outer coil distal to the suture tie impression. External insulation abrasions breaching the outer insulation and exposing the outer coil were noted at 6.5 cm ¿ 6.7 cm, 8.8 cm ¿ 9.2 cm, 12.5 cm ¿ 12.8 cm, and 29.5 cm ¿ 30.5 cm from the distal tip. The cause of external insulation abrasions is consistent with friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.